Event description:
3/9/92;three cases of endophthalmitis, noted within 4 to 7 days post cataract extraction, resulted from autoclave problems (improper sterilization of their handpieces) and noth the handpieces themselves. The conclusion is shared by dr. Cox (the attending physician) and the staff. They have since changed the sterilization procedure and have continued to use the original handpieces with no further incidentsinvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.